Event description:
It was reported that the right ventricular lead exhibited a high capture threshold. The lead was capped and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
.